Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant that was too proud of the ilium, possibly related to the patient's abnormal pelvic anatomy.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient has hip dysplasia. After an unknown period of pain relief, the patient complained of pain around the si joint. The surgeon thought that the most cephalad positioned implant was too proud of the ilium and may have been irritating l5. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the most cephalad implant. The implant was solidly fixed in bone and required the use of chisels to remove it. No other implants were adjusted or removed. The status of the patient following the revision surgery is not known.